Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. No information on possible further steps has been received yet.

Event description:
The user reported no hearing benefit with the device for the last 1.5 years after hearing noise and feeling a current discharge. Since that time the device has not been used.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no hearing benefit with the device for the last 1.5 years after hearing noise and feeling a current discharge. Since that time the device has not been used.